Event description:
During follow-up communication, the user facility reported that the detached piece of the guidewire tip was not retrieved. However, the pt was discharged without any reported complication and is reported to be fine.